Manufacturer narrative:
Per -8103 final report. Additional information, including confirmation that all broken parts of the liner were retrieved and that none were left in the patient, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The reported devices were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the liner fracture could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event has occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 7 years and 9 months due to fracture of the ceramic liner. Please note: the reported trinity biolox delta ceramic liner is not cleared for sale / distribution in the USA and this event occurred outside of the USA.

Event description:
Trinity revision of the biolox delta ceramic liner and head after approximately 7 years and 9 months due to fracture of the ceramic liner. Please note: the reported trinity biolox delta ceramic liner is not cleared for sale / distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) initial report. Additional information, including confirmation that all broken parts of the liner were retrieved and that none were left in the patient, post primary and pre revision x-rays, operative notes (primary and revision), whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event has occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.